Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. Two unopened non-suspect samples were returned for evaluation. The returned samples were visually inspected and no obvious defects were found. A constellation console representing the current software version was used to test the samples. The ball in the check valve of the drip chamber moved freely per specification. The samples could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Both non-suspect samples met specifications. Because the customer did not return the suspect associated with the event a root cause could not be established based on the available information. The returned non-suspect samples were opened, tested, and met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that at the start of an ophthalmic procedure, the infusion cannula was bent and could not be inserted into the trocar. The cannula was replaced and the procedure was started but then the intraocular pressure control did not function properly. This caused the patient's intraocular pressure to be unstable. The surgery was completed without any reported harm to the patient. Additional information and the product samples were requested.